Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the distal tip of the device broke during surgery. The broken piece was not retrieved.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: burr broken during surgery, 5 minutes delay. They informed the patient, that there is still a metal tip in the shoulder the probable root cause/s could be excessive force applied to bur and the housing sleeve could contribute to decrease the gap between the burs flutes and the housing sleeve. Additionally, it is probable that the deformation occurred when part being contact with a hard object. Parts were not cleaned correctly, spring with spring constant too high. (B)(4).

Event description:
It was reported that the distal tip of the device broke during surgery. The broken piece was not retrieved.